Event description:
Affiliate reported about 10 years ago, the device was implanted via v-p shunt. In (B) (6) 2009, another surgery was done to extend the distal catheter to accommodate the pt's growth. After the surgery, the pt was not very well, and as a result, the surgeon changed the pressure of the valve to 190mmh2o. However, the pt's condition did not improve, on (B) (6) 2010, the valve was replaced by the competitor's product. After the surgery, the pt's condition improved.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.